Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.